Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she has been wearing her sensor for four days and today she stated that she got a sensor end alert. The customer stated that she has been also having sensor glucose versus blood glucose differences. The customer stated that her blood glucose reading was 400 mg/dl while her sensor reading was 46mg/dl or 43 mg/dl. The customer stated that the alert happened when she was folding clothes. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph.